Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the devices displayed "channel errors". Clinicians report this is their "biggest issue". The nurse cleans the pumps occasionally and will avoid the ¿metal tips¿ or iui connectors. They only clean the exterior and not the interior of the pump, and report that they never wipe the pressure sensors. This was reported to bd representatives during their site visit. Representatives provided education on cleaning practices. Per customer no further information is available and no products will be returned for investigation. There was patient involvement, but no harm.